Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the xience prime everolimus eluting coronary stent system instruction for use states: the xience prime everolimus eluting coronary stent systems are indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. In this case, it is unknown if the instruction for use (IFU) deviation related to off-label use contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported difficulty to advance; however, difficulty to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support. The investigation was unable to determine a conclusive cause for the reported activation failure; however, factors that may contribute to activation failure include, but are not limited to, damage to the device, contamination in the inflation lumen, patient anatomical morphology, patient disease state, inflation technique, contrast dilution, and inadequate connection to the inflation device. Additionally, it should be noted that this device is not indicated for use outside of the coronary artery which may have contributed to the reported difficulties; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. D9, h3 - device status changed from returning to not returned.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a tibial artery. A 4x33mm xience prime ll stent reached the lesion although some resistance was met with an unspecified source. The stent then completely failed to deploy. The device was simply removed and another device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.